Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 515 mg/dl. The customer was offered high blood glucose troubleshoot but declined. The customer wants the insulin pump replaced. The insulin pump wil be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.